Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer troubleshoots the unit and determined that the main pcb (printed circuit board) has failed under warranty. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator occurred ventilation inoperable, transducer fault, motor fault and low peak inspiratory pressure (pip). The customer confirmed that there was no patient involvement associated with the reported event.